Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported entrapment of device or device component (clip becoming caught on the chordae) appears to be related to procedural conditions (visualization limitations). The reported poor image resolution appears to be related to the poor imaging and difficulties associated with visualizing the clip during the procedure. Additionally, the reported patient effect of foreign body in patient appear to be related to procedural conditions (due to the clip becoming caught on the chordae, and not being able to be released, the clip was deployed in the chordae). The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip was caught and deployed in the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the valve; however, became caught in the chordae due to difficulties visualizing the clip. Standard troubleshooting was performed, but the clip could not be released; therefore, the clip was deployed in the chordae. Another clip was deployed on the chordae to stabilize the first clip and the procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.